Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during the intraocular lens implantation the leading haptic was long and straight and failed to unfold in the inserter. The procedure was completed on the same day. Additional information has been requested.